Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after the proglide plunger was removed, the sutures and the knot came out with the device. The sutures of two new proglide devices were successfully pre-placed using the preclose technique. The sheath was upsized to greater than 8.5f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures and the knot came out with the device after the proglide plunger was removed¿ was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.